Event description:
Additional information received reported that the patient experienced multiple episodes of skin breakdown over the area of the pump. The healthcare provider (hcp) stated there were no systemic issues and the only symptom related to the possibility of the patient having a pump allergy was the erosion of the pump. The hcp considered the possibility of a slow growing infection; however an infectious disease hcp was not yet consulted. It was noted that he patient was still receiving medication and had not been weaned off. It was reported a month later that the device was explanted and there was skin breakdown. It was stated that the cause of the event was an infection. However, it was later reported that the cause was unknown. It was unclear if the infection was confirmed. The patient was hospitalized and recovered without sequela. No dates were reported and the explant date was not available in the device registry system (drs).

Event description:
Additional information received reported that "there was no infection", as initially reported. A culture was obtained from the pump pocket, and no infection was found. The drug withdrawal symptoms were "transient because tubing not primed" as it should have been by healthcare provider.

Event description:
It was initially reported that an infection of the pump pocket area was suspected. No specific symptoms or verified organisms were reported. As (B)(6) 2012, the event was noted to have been progressing over the last few months. A physician did not think the infection had tracked up the catheter. The physician planned to explant the pump, and ligate the catheter and leave it in place. Additional information later received indicated that the patient's pump administered lioresal, fentanyl, clonidine, and marcaine. In regards to the cause of the event, a healthcare provider noted that they did not bolus the new catheter splice. The location of a catheter issue was at the proximal (pump) segment. The patient experienced withdrawal, and the following signs/symptoms were noted: respiratory difficulty, pulmonary edema, hypertension, and tachycardia. The patient required hospitalization and the pump was revised. The reason for the revision was mal rotation and position of pump with threatened skin erosion. In regards to intervention, "good resuscitation" was indicated. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, lot# l82123, implanted: 2000 (B)(6), explanted: unk; catheter model: 8575, lot# j12272r, implanted: 2005 (B)(6), explanted: unk. (B)(4).